Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, it was reported that the patient had nausea vomiting and weakness 2-3 days prior and progressively got worse. The patient went to emergency room for increased lethargy and weakness she was confused and got hospitalized and stayed for 3 days. It was reported that the patient had severe diabetic keto acidosis and hypoglycemia septic shock hypovolemic shock altered mental state secondary to toxic/metabolic encephalopathy hypothermia. The patient was hospitalized due to high blood glucose levels which was 802 mg/dl and discontinued use of insulin pump and taken to emergency medical intervention further admitted to intensive care unit and started on fluids and warming blankets. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.